Event description:
Consumer reported complaint for high and erratic blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of 210 mg/dl; customer had also performed back to back blood tests and obtained results of 96 and 210 mg/dl. Wife also stated that prior to going to a regular doctor's appointment the week before, customer had obtained a blood glucose test result of 78 mg/dl am fasting tested using the true metrix meter. Wife stated that a blood test was performed two hours later at his appointment using the dr.'s device and the result obtained had been 126 mg/dl am fasting. The customer¿s expected am fasting blood glucose test result is 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 02/28/2023 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (date/time not set, all are am results): result 1: 112 mg/dl; date: 03/02; time: 9:02 pm; fasting. Result 2: 96 mg/dl; date: 03/01; time: 10:25 pm; fasting. Result 3: 210 mg/dl; date: 03/01; time: 10:21 pm; fasting. Result 4: 103 mg/dl; date: 02/28; time: 12:24 pm; fasting. Result 5: 80 mg/dl; date: 02/27; time: 9:49 pm; fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: (B)(4): user's test strip had poor storage. Manufacturer contacted customer in a follow-up call on 17-mar-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.